Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she had a motor error on the insulin pump. Customer stated that the pump told her to take a high bolus and she knew she could not take 15 units of a bolus, so she took that down to 1 unit. Customer's blood glucose was 168 mg/dl at the time of the incident. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that the pump did not prompt rewind. Customer did not want to troubleshoot for low blood glucose and will talk to her doctor about it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.